Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the operating room for a lead replacement due to high pacing impedance on the right ventricular lead. During procedure externalized conductors were discovered. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 10.0-12.3cm and 15.0-17.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 8.0-9.6cm from the distal tip. The sensing conductor etfe coating was abraded at this location.